Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer's blood glucose was 246 mg/dl at the time of incident. Troubleshooting was done. The customer stated that the insulin did not exit during fill cannula. The customer performed plunger push and insulin did exit. The reservoir will not be returned for analysis.